Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices broke during use on animal. The wire was completely broke at the tip. Nothing fell into the patient's cavity. A photo was attached showing the wire was exposed and broken. There was no patient injury.